Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy with prophylactic clipping and polypectomy procedure performed on an unknown date. According to the complainant, during the procedure, both clips were attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the spring in the handle did not function properly. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy with prophylactic clipping and polypectomy procedure performed on an unknown date. According to the complainant, during the procedure, both clips were attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the spring in the handle did not function properly. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on may 02, 2019: it was reported that the procedure was performed on (B)(6) 2019.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.